Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, concentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 3mm in diameter distal left circumflex artery (lcx). After pre-dilatation was performed, a 3.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion; however, significant resistance was encountered. When the device was pushed harder, the stent delivery system broke proximal to the hub. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element mr ous 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues. The stent struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a break in the hypotube at approximately 217mm distal to the strain relief. There were multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, concentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 3mm in diameter distal left circumflex artery (lcx). After pre-dilatation was performed, a 3.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion; however, significant resistance was encountered. When the device was pushed harder, the stent delivery system broke proximal to the hub. The procedure was completed with another stent. No patient complications were reported and the patient's status was stable.